Manufacturer narrative:
This report is submitted on 4 august 2020.

Event description:
Per the clinic, the patient experienced infection at implant site and was treated with IV antibiotics, however the issue could not be resolved. The device was explanted on (B)(6) 2020, there are no plans to re-implant the patient with a new device as of the date of this report.